Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-mar-2024, it was reported that patient faced six infusion set cannula was kinked events. The events occurred within 3 hours of insertion. The insertion site was at the abdomen. The blood glucose level was high at the time of events therefore the patient was treated with correction injection via mdi. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.